Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to verify and replace the cracked push plate. The device was repaired according to regulations. Software attributes have been verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a cracked push plate and a cracked sensor cover on an endoscope reprocessor. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.